Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The information received via medtronic indicated that the insulin pump had power failure. The customer stated that the insulin pump had blank display and was not turning on. The retainer ring of the insulin pump was missing. The reservoir was still able to lock into place. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Retainer = black customer returned insulin pump for an alleged critical pump error 24 alarm and cosmetic damage located at the reservoir tube area found on (B)(6) 2022. Device powered up properly after battery installation. No blank display noted. Device was received with missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to missing retainer. Device passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test, occlusion test, and delivery accuracy test due to missing retainer and missing reservoir tube o-ring. Successfully downloaded the trace and history files using thus. No critical pump error 24 alarm noted during testing or could be found in the downloaded history files. Device was cut open for visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor noted. The force sensor zero offset is within specification (23.3 mv). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: missing retainer, scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, and missing reservoir tube o-ring. Critical pump error 24 alarm is not confirmed. No critical pump error 24 alarm noted during testing or could be found in the downloaded history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.